Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent right atrial (ra) lead under-sensing of atrial arrhythmias causing false termination of at/af episodes. It was noted the device was appropriately mode switching. The lead remains in use. No patient complications have been reported as a result of this event.